Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that in the course for completing 3.1.7 fca, the ias computer would not network boot from mvs computer, in order to replace the ias computer, the power switching board needed to be updated, so the power cord would work. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a field service engineer (fse) regarding an imaging system outside of a procedure. The fse indicated that in the course of completing 3.1.7 fca the image acquisition system (ias) computer would not network boot from the mobile viewing station (mvs) computer. In order to replace the ias computer the power switching board needed to be updated, so the power cord would work. The issue was resolved and no patient was involved with this issue.